Event description:
Patient reported that on an unspecified date months ago, patient had an issue with a particular v-go device that the needle button released prior to the completion of the 24 hour period without interference.